Event description:
A report was received that the patient leads had migrated, and underwent a revision procedure. No further information has been reported.

Manufacturer narrative:
A review of the manufacturing documentation for the linear st lead model sc-2218-50, serial number (B)(4) and (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient leads had migrated, and underwent a revision procedure. No further information has been reported.

Manufacturer narrative:
Date of event updated to: (B)(6) 2019. Event description - new information was received that lead migration was reported 21mar2019. The device was reprogrammed and on (B)(6) 2019 surgical revision of the lead was performed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
A report was received that the patient leads had migrated, and underwent a revision procedure. No further information has been reported.